Manufacturer narrative:
Reporter¿s occupation and health profession are unknown at this time. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The provided investigation images showed a blockage protruding from the outlet pipe. The reported contaminate appeared to be appears to be a combination of unidentified fibrous material and rubber remnants. The investigation concluded that the contaminate did not originate from the olympus endoscope. In addition, the investigator reported that previous investigations indicated that this fault was typically a result of user handling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the air/water channel of the scope was blocked. There was no patient injury. The scope was returned to for evaluation and found foreign material protruding from air/water nozzle. This report is being filed to address the foreign material found protruding from the channel during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely foreign material was damaged and entered the air/water channel, clogging the nozzle. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may help detect or prevent the foreign material clogging the air/water channel: "preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Single use combination cleaning brush (bw-412t) -check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. -caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "Manually cleaning the endoscope and accessories_ brush the channels: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.